Event description:
It was reported that in addition to the patient's unrelated ipg replacement [manufacturer report number: 3006705815-2023-02309] the patient's lead had migrated. Lead migration was confirmed through imaging. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead had migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(6), serial: (B)(6) batch: a000091183.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.